Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error 121. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and passed. The data log could not be retrieved and functional testing could not be performed. The customer complaint could not be confirmed because the receiver is unable to download. The root cause could not be determined.